Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt shocks when the device was programmed in magnetic resonance imaging (MRI) mode. The health care professional (hcp) subsequently exited MRI protection mode, and the device was returned to initial settings. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt shocks when the device was programmed in magnetic resonance imaging (MRI) mode. The health care professional (hcp) subsequently exited MRI protection mode, and the device was returned to initial settings. This device remains in service. No additional adverse patient effects were reported. Additional information was received that this patient felt symptomatic when pacing was set to 95bpm during the MRI scan. Technical services (ts) recommended follow-up with the patient's cardiologist. This device remains in service. No additional adverse patient effects were reported.